Event description:
User received erratic results for ten pt samples. The following three pt examples were provided. Sample 1: calcium initial -2.36 mg/dl, repeated twice at 11.75 mg/dl and 8.76 mg/dl. Sample 2: creatinine initial <0.2 mg/dl, repeated twice at 1.9 mg/dl and <0.2 mg/dl. Sample 3: albumin initial 27.5 g/dl, repeated twice <0 g/dl and 10 g/dl. The erratic results were not reported. The user determined the cause to be a damaged abs lamp and replaced the lamp. The field service representative performed performance tests and these were within specification.